Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. No reported adverse impact to the customer's blood glucose. Customer over filled cartridges. Reportedly, the customer loaded a new cartridge successfully and received an accurate fill estimate.